Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was attempted due to tissue stuck in helix. The physician opted to use another lead.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this brady lead was an attempted implant due to tissue got stuck in helix and physician opted to use another lead. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was attempted due to tissue stuck in helix. The physician opted to use another lead.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection confirmed a deformed helix which is an indicative of helix extension/retraction difficulty. Furthermore, helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads. This supplemental correction report was created to capture the additional information received which indicates that this brady lead was an attempted implant due to tissue got stuck in helix and physician opted to use another lead. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.